Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the bedside pca. There was also liquid contamination on the battery board. The root cause for the damaged q1 transistor could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4). The charger was resetting.